Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net after receiving a vibratory alert. Upon review, the implantable cardioverter defibrillator exhibited backup vvi operation. The nervous patient presented in clinic on (B)(6) 2018 and was feeling the pacing. A device restoration was performed successfully. The patient was more relaxed after the event.